Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The complaint for a connection issue was not confirmed. Companion samples were evaluated. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review found the labeling to be adequate for the potential use/user error in this incident. Baxter has conducted a trend review and found this to be an isolated occurrence. Baxter will continue to monitor this product for adverse trends to determine if further actions are required.

Event description:
Corporate product surveillance (cps) received a report that a quantity of four mini caps for one home patient (hp) had become loose and fallen off while in use. This report addresses incident 1 of 4. Product surveillance (ps) spoke with the hp's nurse. The nurse said that the caps fell off an unknown number of times within the last couple of weeks or months. The nurse said she watched the hp connect the transfer set, and she said she did not see him do anything wrong. Ps spoke with the care giver (cg) who said they thought the threads may have been stripped or the hp twisted the cap too far and stripped them. The cg said they later realized the hp was doing physical activity at the time of the incident. The hp was leaving the transfer set hanging and it was rubbing on his shorts as he was bending down and standing up in the yard while it was hot outside. The cg said they did not think it was a problem with the supplies. The hp said no caps had fallen off since he started using a new box. The hp said he thought it was because his wife sewed a pocket into his shorts to protect the transfer set. The patient was involved but there was no serious injury or medical intervention reported.